Manufacturer narrative:
The reported event of ble being unavailable was confirmed and was traced to user error due to not programming the remote monitoring on. Based on the information provided, it was determined that the device was unable to be discovered and connected to because the remote monitoring was turned off. The reported event of no bluetooth communication was not confirmed. The device was received with normal bluetooth and inductive communication. Analysis of the device image revealed that the device¿s advertising connection was set to off, preventing remote monitoring. This setting must be on for the device to connect to mobile applications. Electrical and mechanical tests performed including inductive and bluetooth telemetry communication and output verification did not identify any functional issues.

Event description:
Additional information received indicated the ICD was explanted and replaced. Further information was requested but not available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.